Event description:
The customer reported that the ortho provue analyzer interpreted a positive antibody screen result as negative. Visual inspection of the gel card showed the reaction was positive (2+), no erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer (fe) went to the customer site and determined the provue reference card was in poor condition. The poor reference image resulted in the false results obtained by the provue. The fe performed adjustments to the reader camera position, focus, brightness and created a new reference image using an alternate lot of reference cards. Repairs have returned the analyzer to expected operation. The gel IFU alerts users to visually inspect gel cards before use. The customer's failure to follow the IFU may have contributed to the reported event. This customer has not logged any complaints against this analyzer since this incident.